Event description:
Covidien monoject 3ml syringe luer-lock tip: ref 1180300777, lot: 401370x discovered fine line hair like particle inside syringe at time compounding sterile intravenous product. The fine line particle is approx 3/4 inch in length and moves as the syringe plunger is moving up and down.